Event description:
Pt admitted with 5 day history of feeling clammy, experiencing nausea with some emesis and a black out with a fall and weakness. Ep studies performed demonstrated distinct av node dysfunction. Coumadin effect was reversed. On 12/28/94, the pacemaker ventricular lead was repositioned. The leads were secured.